Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that prior to the start of a surgical procedure, the drill heated up. Backup equipment was available to complete the scheduled procedure. No pt or user injury was reported, and no other adverse consequences were alleged with this event.